Event description:
While wearing the external equipment, the pt reportedly had no sound perception. In 2006,the pt was seen by a co rep dor device evalaution. The pt was unable to peceive sound. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.